Manufacturer narrative:
(B)(4). The customer reported that the suspected lot was either 14d12v77 or 14d07v179. (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that total parenteral nutrition leaked from their flogard administration set onto the floor. This occurred during patient use, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the customer reported the lot number was either 14d07v179 or 14d12v277 (not 14d12v77 as previously reported); a batch review was conducted for each lot. A batch review was conducted for potential device lot number 14d07v179, manufactured on 04/08/2014, and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was also conducted for potential device lot number 14d12v277, manufactured on 04/21/2014, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.